Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3795 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that a 4fr solo PICC was removed on (B)(6) 2020 as total occlusion, kink at 13.5cm (inserted for chemo 14/7/20; 52cm and 8cm out; left brachial).